Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15342. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient's scs system is unconformable and the patient desires to have it removed. Surgical intervention may be taken at a later date.